Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, complication happened. Subsequently the lens was removed during initial procedure and completed with unspecified sulcus lens. There was no patient harm. Additional information received stating that, the complication was zonule dehiscence.

Manufacturer narrative:
Corrected information was provided in h.6. Correction: on initial MDR the product code of a0203 was an error. It should have been a24 on the original MDR. The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution were dried on the lens. The optic was cut, typical of insertion and removal. Product history records were reviewed, and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The information provided indicated zonule dehiscence occurred, and the lens was replaced with a sulcus lens. The surgeon could not answer if this was related to the iol or the patient. It was indicated no further information was available. The manufacturer internal reference number is: (B)(4).